Event description:
The customer reported that the unicel dxc 600 pro synchron system would not calibrate multiple analytes on the cartridge chemistry (cc) side of the instrument. Upon troubleshooting the issue, the customer found fluid under the reagent probes, indicating a possible leak. The leak was contained to the instrument. The operator wore a laboratory coat, gloves, and eye protection while troubleshooting. The customer stated erroneous blood urea nitrogen (bun) and erroneous total bilirubin (tbil) results were generated. The customer did not receive reports questioning the results and no impact to patient treatment was reported to the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse assigned the cause of the issue to the collar wash valve and replaced the reagent probe b collar wash valve to correct the issue.